Event description:
The patient is female and (B)(6), had aneurysm at the v4 segment of right vertebral artery. Size is 7~8 mm. The surgeon chose embolization assisted with stent technology. The surgeon advanced the first coil (pc410073030/lot unknown) and noted most part of the coil had stretched into the vessel. The surgeon had withdrew the microcatheter (details unknown) and reshaped, used stent to make it closed to the wall of the vessel. The patient is fine now. No adverse event occurred. Product was still implanted in the patient. No lot number provided.

Manufacturer narrative:
The device was not returned for analysis. In addition, the lot number was not provided so a review of the manufacturing documentation could not be performed. Without return of the device for analysis, the complaint could not be confirmed and the root cause of the coil stretching could not be determined. Inspections are in place to prevent these types of damages from leaving the facility. Based on the available information, no conclusion can be made regarding possible factors contributing to the stretched coil. The supplied image showing the stent extended from the aneurysm does not lend any insight into root cause or possible factors contributing to the reported stretched coil. There is no indication of a relationship to the manufacturing process; therefore, no corrective actions will be taken at this time. (B)(4).